Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 46 mg/dl. Customer was treated with food. Customer was using auto mode. Customer declined troubleshooting. Customer was alleging insulin pump for over delivering because insulin pump was still delivering 0.05 unit of insulin when the sensor glucose reading below 40. The insulin pump and reservoir will not be returned for analysis.